Manufacturer narrative:
If implanted, give date: unknown, not provided. If explanted, give date: unknown if the lens was explanted. (B)(6). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as it remained implanted; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the optic of an implanted intraocular lens (iol) was scratched. No patient injury was reported. Reportedly, the surgeon commented that this lens might have to be explanted, depending on the outcome of the patient follow up visit. No further information was reported.

Manufacturer narrative:
Additional info: additional information was received and it was learnt that the scratch was noticed as the lens was unfolding in the eye. There was no loss of vision and no visual disturbance was noted during the follow up visit. No further intervention was required and to date the lens remains implanted. The patient was reported doing fine. All pertinent information available to abbott medical optics has been submitted.